Event description:
New information received notes that bluetooth telemetry was restored.

Manufacturer narrative:
An event of bluetooth unavailable was reported. Final analysis of the provided session records and logs determined the issue was indicative of a telemetry lockout due to excessive use of bluetooth, which is per device design. No anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.